Event description:
It was reported that the patient had been in the hospital since (B)(6) 2013 because she had a seizure and the manufacturer representative came to turn off stimulation. The manufacturer representative reportedly did not have a programmer and used a magnet to turn off stimulation. It was also stated that the patient no longer wanted to use a catheter, but could not find the patient programmer to turn stimulation back on. The manufacturer representative refused to turn stimulation on because the patient did not have a patient programmer.

Manufacturer narrative:
Concomitant products: product ID 3037, product type programmer, patient; product ID 3093-28, lot # v357494, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had been in rehabilitation following a car accident and not been using stimulation. The patient's psychiatric medications were discontinued in the hospital. The patient had been in rehabilitation since she was discharged from the hospital (B)(6) 2013. The patient was admitted to a psychiatric unit at a different hospital on (B)(6) 2013 and then transferred to the rehabilitation center. It was stated that the implantable neurostimulator (ins) was turned off because of urinary retention. The patient currently had a foley catheter placed. A cervical CT scan and x-rays were performed. It stated that the x-rays showed that the leads were still in place. (B)(6) 2014 lfc (hcp): document contained no new information.